Event description:
It was reported that the customer's insulin pump was not entering threshold suspend. His blood glucose level was 56 mg/dl and sensor glucose reading was 63 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2014-62101 for additional information.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was programmed with test minilink and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and displayed the value properly on the display graph. The insulin pump was also programmed with test glucose meter and communicated properly and recorded the 146 mg/dl value properly from glucose meter. The low suspend alarm feature worked properly. The insulin pump had cracked reservoir tube lip.